Event description:
The customer reported that the system shows the cine disc is not recognized.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The fuses, boards, and connectors were reseated during the svc call. The system was tested and found to be working as intended and put back into svc.